Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the preoperative check for a device replacement procedure, the field representative noted a historic alert for a low out of range pacing impedance measurement from two years earlier. Currently the right atrial (ra) lead exhibited stable and in range impedance measurements. Upon opening the pocket to replace the device, insulation damage was observed on the ra and right ventricular (rv) leads. Since all impedance measurements were within normal limits, the physician opted to repair both leads and keep them implanted with the new device. It was noted that at the device follow up interrogation all lead measurements were within normal limits. No adverse patient effects were reported.